Event description:
Per the info provided by the physician's office, the pt had a non-mentor device removed due to "eroded right cylinder and infected penile prosthesis". Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2,h1).